Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user irradiated the laser inside the biopsy channel. At that time, the inside of the channel was burnt, creating a hole. As a result, lubricant flowed out from the hole. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): user is able to detect the suggested event appropriately by handling device in accordance with the following instructions for use (IFU). "Reprocessing manual leakage testing of the endoscope" user is able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. "Operation manual using the laser system: warning: do not irradiate the laser without viewing the tip of the laser probe and the aiming beam in the endoscopic image. This may cause patient injury, and biopsy channel may be damaged. Do not withdraw the laser probe while irradiating the laser. Patient injury and/or endoscope damage may occur." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The device was returned to the service center for evaluation. The customer¿s complaint of ¿has a black residue oozing from the working channel after gross decontamination cleaning; noticed upon flushing of working channel¿ was confirmed. A leak was noted at the instrument channel and from pinholes on the bending section rubber. The scope¿s angulation wire was found detached and the scope was unable to angulate in an upward position. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, upon flushing the working channel a black residue was oozing from the working channel after gross decontamination cleaning. There was no patient involvement or patient infection.